Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. On the same day as onset, the patient went to the emergency room and was admitted to the hospital due to the event. On an unreported date, the patient began unspecified treatment for the peritonitis (no further detail was provided). At the time of this report, physioneal and extraneal therapies were ongoing. No additional information is available.